Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that program c, which the patient was using, stopped working and they couldn¿t feel stimulation. The manufacturer representative stated that the other programs were working. It is unknown if any environmental or external factors may have led or contributed to the issue. An impedance check was run and one electrode was found to be high. The electrode was being used in program c and not in the other programs. The manufacturer representative was able to reprogram c and was able to get good pain coverage by not using the high impedance electrode. The issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.